Manufacturer narrative:
Analysis of the lead va112jd revealed electrode distal end was bent.

Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that during intra-operative procedure the health care provider attempted to place the lead, it would not advance and kept bending at the tip of the lead. After multiple attempts and troubleshooting with the lead introducer, they observed the lead and it was bent. Out of box failure was also reported. Replaced lead without issue. Tried changing the stylets, adjusted the depth of the lead introducer, used floro to confirm placement. It was reported that the issue resolved at the time of this report. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.¿